Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it had water damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error or abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed the motor device had water damage. It was reported that the device was used in surgery. It was not reported if there was patient involvement. It was not reported if there were any delays in the surgical procedure. It was not reported if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.